Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the device evaluation, the unit was inspected and tested with power turns on/off several times without any issue. Igniter was firing normal. Light output measured within range. Main power switch was up to date. The fan was running okay and the air pressure tested okay. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the lamp does not light on the evis exera iii xenon light source. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.